Manufacturer narrative:
(B)(4). Device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The shaft and tip were microscopically examined and revealed the shaft was detached/separated at the collar. The polytetrafluoroethylene (ptfe) and some of the shaft material from the collar were pulled out of the collar and was attached to the distal shaft. The collar was also damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that hypotube detachment occurred. The target lesion was located in the left anterior descending (lad) artery. A guidezilla guide extension catheter was selected for used. During the procedure, it was observed that a minimal removal difficulty was encountered with the interventional balloons. Furthermore, when the guidezilla was pulled out of the stopcock, it was noted that the hypotube detached from the metal shaft at the collar area. The procedure was completed with this device. No patient complications reported and patient status was good.